Event description:
The customer reported that a patient who was previously typed as group asub with anti-a1 was typed as group b on the ortho provue analyzer using mts a/b/d monoclonal and reverse grouping card lot# 102706037-20. Based on the patient's history, the customer repeated testing on the provue using the same sample and gel cards. Sample reacted negative in the anti-a microtube and positive in the b microtube as the previous results. The group a status of the patient was confirmed in tube method. The customer indicated that the issue was isolated to one sample and no other incidents had occurred on the instrument. Erroneous results were not reported, as the results did not match the patient's historical data and alternate method. If this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.

Manufacturer narrative:
The customer returned gel cards and provue log files for additional investigation. Patient sample was not provided. Mts quality control performed forward typing on the ortho provue analyzer and in manual gel test using known group a2b and weak a donor samples with retain and returned cards from mts a/b/d monoclonal and reverse grouping card lot# 102706037-20. Samples reacted positive in the anti-a and anti-b microtubes in all the gel cards as expected. The customer's complaint was not confirmed. A review of the results from the log files confirmed the provue correctly interpreted the patient results as group b, as there was no discrepancy in the forward and reverse typing. Instrument malfunction could not be identified. Based on the available information and the results of the investigation, sample is most likely a weak subgroup of a with anti-a1 reacting weakly in tube and negative with anti-a1 gel antisera. Incident is most likely sample related. Product labeling for the anti-a, anti-b, anti-a, b gel cards states that the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens.